Event description:
It was reported that, a patient had a revision surgery to replace the cup, insert and head due to the cup loosening. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening of a cup and corrosion of the stem trunnion involving a triad cup (stryker (B)(4) OEM) was reported. The event was not confirmed. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that, a patient had a revision surgery to replace the cup, insert and head due to the cup loosening. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.